Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the initial approach for the index surgical procedure? What is a product code and lot# of implanted mesh? Any concurrent procedure/device implantation? Were there any intra-operative complications? Other relevant patient history/concomitant medications. Onset date of symptoms from initial procedure? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates if reoperation: please provide the date. What were the findings on reoperation? How was the mesh removed? Was the complete mesh removed? Was there erosion in to the vaginal area? Are there any pictures available for evaluation? What is the patient current status? How was the mesh eroded into the urethra?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2008 and mesh was implanted. Following the procedure, the patient experienced pain and uti symptoms and mesh erosion into urethra. The mesh was excised and mesh was explanted on (B)(6) 2017. It was reported surgery for mesh excision with good resolution of symptoms. Additional information has been requested.